Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal diagonal artery. After pre-dilatation with an unknown balloon catheter, a 2.75 x 12 mm xience prime stent delivery system was advanced to the lesion but it could not cross. Several attempts were made when the shaft outside the anatomy separated. As the separation was outside the anatomy the stent delivery system was easily removed. A non-abbott stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. .

Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.